Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-11046- device 11 of 12.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula on (B)(6) 2024. The blood glucose level of the patient was 450 mg/dl. Moreover, the issue occurred with 12 similar types of infusion sets and site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.